Event description:
A caller reported a tandem mobi cartridge alarm and confirmed cartridge alarm 34. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarms and arranged to replace the pump. The customer planned to continue using the current pump until the replacement arrived and was instructed on procedures for pump storage and returning the problematic pump.